Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The DHR review was started and finished in irvine. There are no related ncrs. The DHR review is complete. Irvine wo 63370356. Per (B)(4), patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppms main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including obesity.

Event description:
It was reported and learned through medical records that a patient with a 21mm 11500a aortic valve is being worked up for a valve-in-valve procedure after an implant duration of 3 years, seven months due to patient prosthesis mismatch. Patient presents with shortness of breath, palpitations, fatigue, and mild dizziness. Per medical records, patient presented with shortness of breath and fatigue. Medical examination revealed bmi 40.88, which makes 21 mm inspiris resilia aortic valve small for the patient size.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 21mm 11500a aortic valve is being worked up for a valve-in-valve procedure after an implant duration of 3 years, seven months due to patient prosthesis mismatch. Patient presents with shortness of breath, palpitations, fatigue, and mild dizziness. Per medical records, patient presented with shortness of breath and fatigue. Medical examination revealed bmi 40.88, which makes 21 mm inspiris resilia aortic valve small for the patient size.